Event description:
The following was reported to hamilton medical ag: visited and found that ventilator showing self test failed and tf 233004 no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).